Event description:
Customer reported IV set leaking chemo solution during an infusion. The leak was noted at the bottom portion of the tubing where the clamp resides. There was no patient harm. No further information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was discarded at the facility. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.